Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving a sensor scan result of 312 mg/dl compared to a reading of 116 mg/dl obtained on the adc meter. Customer experienced seizure, loss of consciousness and was unable to self-treat, customer was given nasal glucagon by their mother and was taken to the hospital, after the customer recovered a lab result of 125 mg/dl was obtained. No further treatment was reported. There was no report of death or permanent injury associated with this event.